Event description:
While attempting to pace an elderly female pt. The device was unable to capture the pt's heart rhythm while pacing, the clinician obtained another device and was able to capture the pt's heart rhythm. There was no adverse effect to the pt due to the reported malfunction.